Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading on the adc device compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced hyperglycemia and low oxygen and was unable to self-treat. Emergency services were called and upon their arrival, a healthcare professional (hcp) obtained an unspecified high hcp meter reading for the diagnosis of hyperglycemia and transported the customer to a hospital. Upon arrival, the customer received unspecified hcp treatment and was hospitalized for an unspecified amount of time. There was no report of death or permanent impairment associated with this event.